Event description:
Suture easily broke during operation. The suture broke during the blalock-taussing shunt operation. The same thing occurred with four sutures. There was no significant delay in the surgical procedure. There was no excessive bleeding, and the breakage did not cause any breakdown of the anastamosis. Resuturing was not required. The suture was used in the subclavian to pulmonary artery anastomosis.

Manufacturer narrative:
No suture samples were received from the complainant. Suture knot pull strength testing was performed on retained samples from each lot. Results compared favorably with in-process and final release data and found to be in compliance with internal standard operating procedures and usp specifications. No other complaints have been received against these two lots since their release.